Event description:
As reported by gore a palmaz stent was implanted to treat a type I endoleak. Approximately nine months post index procedure the patient expired. As per the physician, she no longer practices at the site where that procedure was performed, and unfortunately does not recall the details of that particular case. No further information is available.

Manufacturer narrative:
Information was received from (B)(6) that a palmaz stent was implanted to treat a type I endoleak. Approximately nine months post index procedure, the patient expired. No further information regarding the implant procedure or the cause of death has been obtained. The stent remains implanted and therefore is not available for analysis. The lot number is not known; therefore a device history record review cannot be completed. Due to the lack of information pertaining to the implantation of the palmaz stent and the cause of death, no conclusion regarding a relationship to the device can be determined. Therefore, no corrective actions will be taken at this time.